Manufacturer narrative:
A fse was dispatched onsite (B)(6) 2021 an found front lid sensor not responding. The fse also observed an intermittent response when switch depressed. The fse was later dispatched onsite (B)(6) 2021 and confirmed the e31 error and replaced the lid sensor, the push plate cover, and the broken grey connector. Service was concluded and the unit was returned to specifications. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the lid on their endoscope reprocessor would not close. A field service engineer (fse) was later dispatched onsite and observed the grey connector channel broken. This report is being submitted for the malfunction found during onsite evaluation. There was no reports of death, harm, or injuries related to this event.

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 03-nov-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose. Unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. The cause of the reported event cannot be conclusively determined. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ and ¿warning -do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral device or facilities near the equipment. ¿ olympus will continue to monitor field performance for this device.